Manufacturer narrative:
An investigation was performed and the problem on the cadd pump kit was unable to be confirmed. No problems were found with the functioning of the pump. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly.

Event description:
It was reported that a patient experienced sharp chest in the evening while using a cadd-ms2 pump. Patient went to change m3 pump cartridge before going to ER when she realized volume in syringe was full even though pump showed it was running with no alarms. It was also reported that the patient went to the ER using backup pump was observed for a few hours and sent home. New pump was sent to patient. No adverse health outcome.